Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systematic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue occurred at 3:30pm on (B)(6) 2016. At this time the patient claimed to have obtained a blood glucose result of ¿4g/dl¿ (4000mg/dl) with the subject meter. As a result the patient increased their dosage of rapid acting insulin by 5 units based on this result. An unspecified period of time after this the patient reportedly became ¿really tired and fell unconscious¿. It is not stated how long the patient was unconscious for, however they stated that they self-treated when they regained consciousness by consuming additional food and/or drink at 10:30pm on (B)(6) 2016. No medical treatment was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter. The csr was able to establish that the patient had ¿sight issues¿ and had mistaken a blood glucose result of ¿41mg/dl¿ for ¿4g/dl¿. The patient¿s test strips were also either open longer than the discard date or had been improperly stored. The products were requested back for evaluation and replacement products were sent to the patient. Although the test strips used in this complaint had been improperly stored or open longer than their discard date, and therefore the malfunction is being ruled out, this complaint is being reported because the patient suffered symptoms which are suggestive of serious injury after the alleged meter issue began.